Event description:
It was reported to philips that the device pacer function is inaccurate. The customer requested assistance from a philips remote service engineer (rse). The customer biomed explained that the output for their pacing function was higher than expected. A review of the status log was performed and there were no noted errors listed that could cause or contribute to the reported issue. Furthermore, an operational check was completed and the unit passed with no additional failures. Due to the reported failure, the rse advised the customer that the therapy cable may need to be replaced to resolve the noted issue. However, prior to further evaluation/troubleshooting, the customer was advised that the unit had reached end of life and could no longer be serviced. As a result, a definitive cause for the failure could not be determined. Philips is unable to rule out that a malfunction did not occur. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. As a result, an evaluation was not completed and a definitive cause for the failure could not be established. The customer was aware of the end of life terms and the device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.